Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: g3, h6(evaluation conclusion codes).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) that was dispatched to evaluated the unit, successfully completed all power on self tests. The stm then connected known balloon and known trainer and initiated autofill. The stm reported that the device successfully completed autofill. Additionally, the stm allowed unit to pump for approximately 30 minutes without any alarms, or error messages. Further more, per customer request, the stm connected customer's training balloon and after initiated autofill, device alarmed for autofill failure. Further investigation by the stm revealed that the catheter extension tubing was not connected to the customer's balloon. Subsequently, the stm performed a full preventive maintenance (pm), safety, calibration, and functionality checks. All passed as per factory specifications. The iabp was then released to customer, and cleared for clinical use. The full name should read: (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an auto-fill failure. There was no harm, or injury to the patient, and no adverse event was reported.